Manufacturer narrative:
MFR ref no: (B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported sys error 105 which was observed on power up. Sys error 105 was confirmed and caused by loose motor mount screw. The failed motor assembly and screws were replaced.

Event description:
During baxter's functionality testing of a spectrum pump, it displayed sys error 105. There was no pt involvement.